Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5106428 that a female patient who underwent an unspecified breast surgery with unknown mentor gel breast implants has experienced right-sided implant dissatisfaction post procedure. The patient reported that the mentor implant was not esthetic, and as a result, patient underwent replacement with non-mentor prosthesis on (B)(6) 2017.